Event description:
New megadyne esu (electrosurgical unit) was in use and during the case, the bovie tip touched a metal object, started to alarm and stopped working for time. Surgeon stated that he could not continue with the procedure if that was going to continue to happen as he was working around metal in the incision. An old esu unit was brought into the room.